Event description:
A medtronic representative reported that an open spine clamp had a stripped screw head. There was no patient present.

Manufacturer narrative:
There was no patient present.the device was returned to the manufacturer for analysis and showed signs of physical damage. The adjustment screw threads were stripped in the middle of the travel not allowing the clamp face to fully open. Otherwise, the clamp was in good condition. The reported event was confirmed. The device was replaced and there were no further issues.